Event description:
The customer reported that the ac power led was not lit when plugged into ac power.

Manufacturer narrative:
The customer reported that the ac power led was not lit when plugged into ac power. The unit was evaluated at philips, and the failure was verified. Replacing the ac power module resolved the failure.